Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 410 mg/dl. The customer stated that she received multiple no delivery alarms in the last three days. The customer was advised that the alarms could cause blood glucose to be higher because she is not receiving insulin from her pump. The customer was advised of the multiple reasons and variables the alarm could occur. The pump passed troubleshooting. The customer was advised to call with the next no delivery if applicable.